Manufacturer narrative:
(B)(4).

Event description:
A t mm diameter x 18 mm length racer biliary stent was implanted in a pt for treatment of a right renal artery stenosis on (B)(6) 2004. Lesion stenosis is unk. It was reported that there was no lesion calcification or tortuosity. The lesion was not pre-dilated. It was reported that the stent was deployed sub-optimally and the device appeared to be fractured in two locations. The physician elected to implant another manufacturer's stent inside of the racer stent. No additional clinical sequelae were reported, and the pt is reported to be fine. Films have been received; medtronic has completed a review of the angiographic films. The stent gapping evident in the films does not appear to be a fracture as much as an artifact owing to the fusion pattern of the stent and the physiological conditions in which it was implanted in this case. The racer stent is a 9-crown modular stent with 3 fusion points on both ends and 2 fusion points in a u-joint pattern through the middle. Based on this fusion pattern it is possible for the stent to exhibit gapping an appearance of fracturing while still being fully connected.